Manufacturer narrative:
Date of event: publication acceptance date used. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4). Please reference: MFR report# 2032546-2019-00067 for the adverse events in trabecular micro bypass stent system (istent inject) group. MFR report# 2032546-2019-00069 and 2032546-2019-00070 for the events occurring in trabecular micro bypass stent (istent) group as noted in the article.

Event description:
Through review of an article titled "minimally invasive glaucoma surgery: comparison of istent with istent inject in primary open angle glaucoma" the following was reported. In 100 eyes istent inject group, there was one (1) case of stent malpositioned intraoperatively. Postoperatively, there were six (6) cases of hyphema, one (1) corneal edema, and one (1) corneal abrasion. Hyphema was the most common complication observed, and those cases were conservatively managed and resolved without further complications. Only one (1) patient implanted with istent inject, presented with a delayed spontaneous non-traumatic macro-hyphema four (4) months postoperatively. This report references the malfunctioned stent in the trabecular micro bypass stent system (istent inject) group.